Event description:
The customer stated he was hospitalized for high blood glucose levels. Troubleshooting revealed that the insulin pump alarmed. No delivery prior to the hospitalization, but the customer did not change the infusion set. The customer declined further troubleshooting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as the device has not yet been evaluated. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.